Event description:
When doctor open the package of sds genesis 6x29mm 80cm pro pg 2960pps, the stent was much shorter than it was written on the package. It seemed about 18mm. Thus he opened another package.

Event description:
It was reported that during a stapled hemorrhoidectomy procedure, the surgeon has performed the procedure as usual, did the purse string, fired the stapler as usual and heard a crunch sound then removed the stapler. When the device was removed, it was found that the 11-6 o'clock was stapled. At 6-11 o'clock, no staples were observed, and a mucosa flap was seen hanging, not stapled, there was heavy bleeding. Raw edges were observed at both anus and rectum side and the surgeon closed the gap by stitching the mucosa with a 2-0 monocryl. The surgeon suspected that the stapler was not loaded at 6-11 o'clock side. The surgeon will perform an x-ray scan one to two days after the surgery to confirm if there are staples at the 6-11 o'clock side. Stitches were used to stitch the raw edges up. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Breakaway washer cut off center. The analysis results found that one device arrived in good visual conditions, void of staples and with the breakaway washer present and cut off center. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer. While no conclusion could be reached as what may have caused the anvil to become off center, it is possible that excessive thick tissue unevenly loaded was on the device while attempting to fire resulting in an incomplete staple line. For more information please reference the instructions for use. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.